Manufacturer narrative:
Device evaluation the evo-20-25-15-e device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached literature article. The country of origin / complaint facility is unknown. This complaint was opened to conservatively address the potential this event occurred in the united states. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the IFU 0061, the intended use is listed as follows ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information available, the evo-20-25-15-e device was used for treatment benign oesophageal disease. It is likely that the abnormal use of the device would have contributed to the stent migration. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial report, the evo-20-25-15-e device of unknown lot number migrated distally. Distal flare was found embedded in jejunum requiring surgical removal. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) #: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Van halsema et al 2018 (digital academic repository)- endoscopic treatment of stenoses and leaks in the gastrointestinal tract - the role of self-expandable metal stents. Objective: to evaluate the safety of endoscopic removal of esophageal self-expandable stents places for the treatment of benign esophageal diseases. This complaint was opened to capture 1 x major adverse event involving an evolution 150x20mm stent. Stent migration occurred requiring surgical removal. Stent had migrated distally. Distal flare was found embedded in jejunum requiring surgical removal. It can be noted that the stent was used off label for benign esophageal diseases. The country of origin / complaint facility is unknown. This complaint was opened to conservatively address the potential this event occurred in the us. Require intervention/additional procedures. The device contributed to this complication, but the stent was used off-label. Patient/event info - f/48.